Manufacturer narrative:
The t:slim user guide states that the user must also have adequate vision and/or hearing in order to recognize your t:slim pump alerts. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a hard time hearing the pump when there was other noise around, but can hear the pump with no other noise in the background. Because of this, the customer indicated that at times the second half of a 25 unit bolus had been missed. The customer's blood glucose (bg) level was in the 300 md/dl range and a correction bolus was delivered to address the high bg level.